Event description:
It was reported to philips that the system failed to bootup. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up. Upon troubleshooting fse found that the system was not powering up. The actual cause of the issue was with the corrupted software. The defective parts suite pc and service part review modules were returned for analysis. The failure analysis of the suite pc was confirmed that the malfunction was due to faulty hdd bay, the failure analysis for the service part review module was confirmed that the button, joystick, handle, switch was not working correctly and the failure analysis for the other service part review module could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc and service part review module by the field service engineer has resolved the reported issue and restored the functionality of the system. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.